Manufacturer narrative:
Correction: device manufacture date provided as it was inadvertently left blank on the initial MDR. The suspect cable and pleora box were returned to the manufacturer for analysis. The components were installed in a test system and communication functioned as expected. No errors were observed. The 2d and 3d imaging were successful. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was determined that a failure in an imaging chain cable caused the reported error. The suspect cable and network port were replaced. A full imaging system check-out was completed following part replacement and all tests passed. The system was returned to service. The parts that were replaced have been returned, although evaluation is not yet complete.

Event description:
A medtronic representative reported that after downloading software, the imaging system displayed a 'closing frame grabber due to error' and 'buffer reg failed capture halted' message. This occurred outside of any patient involvement. No additional details were provided.